Manufacturer narrative:
Manufacturing review: a lot history report was conducted and the results showed that this is the only complaint for this lot number to date. Therefore, a device history record review is not required. Investigation summary: one 14's crosser catheter was returned for evaluation. The device appeared to be clean. No anomalies were noted to the saline hub. The marker band was present and seemed damaged. Bunching was noted from distal tip and twisting was noted on the distal end as well material separation was noted at the distal tip from the outer catheter. Therefore, the investigation is confirmed for material separation. However the investigation is inconclusive for the reported failure to advance issue as functional testing could not be performed. Three electronic photos were reviewed. The first photo shows crosser cto recanalization catheter, bunching and twisting was noted in the second photo and it is not clearly visible if the distal tip was separated from the outer catheter. Third photo shows sonic connector was extending out of transducer handle. Since the sonic connector was extending out from the transducer handle, bunching, twisting and damaged marker band is considered as incidental because it is most likely due to the improper disconnection. The root cause could not be determined based upon available information. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2021). The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified.

Event description:
It was reported that during a recanalization procedure of a highly calcified lesion below the knee, the catheter was allegedly unable to cross lesion. It was further reported that another crosser was used to complete the procedure. There was no reported patient injury.